Event description:
It was reported that during the eval conducted by a MFR field service tech, a melted area was found on the power plug. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection revealed a loose connection in the power plug appeared to have a melted spot. If the live or neutral leads are loose within the plug, the plug can heat up which may result in thermal damage to the plug housing. The unit was repaired and returned to use.